Manufacturer narrative:
On 06/24/2016, a siemens customer service engineer (cse) was dispatched to the customer's site for luminometer issues. The cse found damaged cuvettes in the luminometer. The cse then removed and cleaned the luminometer. The customer then ran quality control (qc) and results were in range. On 06/27/2016, a siemens customer service engineer (cse) was dispatched to the customer's site for signal errors. The cse found elevated dark count and elevated coefficient of variation (cv). The cse then replaced the photo multiplier tube (pmt). The customer ran qc and the results were not in range. The customer recalibrated their assays and re-ran qc, which was in range. A siemens headquarters support center (hsc) specialist reviewed the data. Based on the data, the photo multiplier tube (pmt) assembly had an internal flaw which produced the error number 600 10 15 (error description: check luminometer performance). The cause of the discordant, falsely elevated vitamin b12, folate and carcinoembryonic antigen results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated vitamin b12, folate and carcinoembryonic antigen results were obtained on patient samples on an advia centaur xp instrument. The results were reported out to the physician(s). The customer reviewed the results and found that their quality control (qc) was out of range. The customer then repeated the same samples on the same advia centaur xp instrument after correcting their qc. The repeats resulted lower. Corrected reports were issued. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated vitamin b12, folate and carcinoembryonic antigen results.